Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy cable assembly to resolve the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue (co2) with their device. Upon evaluation of the customer's device, physio observed that it would not detect that the therapy cable assembly was connected to a test load. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.